Event description:
Related to MFR report # 2183959-2012-00852. On (B)(6) 2008, the plaintiff was implanted with an ams monarc sling. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including erosion, pain, urinary problems, corrective surgery and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced infection, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.